Event description:
During the procedure, as the physician was attempting to reposition the coil, the coil stretched and broke at the junction. The physician pulled the microcatheter and the coil back into the parent vessel. The physician then used a retriever snare to remove the coil. During the snaring process the stent migrated proximally and remained in the cavernous carotid segment. There were no adverse consequences to the patient.

Event description:
During the procedure, as the physician was attempting to reposition the coil, the coil stretched and broke at the junction. The physician pulled the microcatheter and the coil back into the parent vessel. The physician then used a retriever snare to remove the coil. During the snaring process the stent migrated proximally and remained in the cavernous carotid segment. There were no adverse consequences to the patient.

Manufacturer narrative:
The product was not returned; therefore, analysis cannot be performed. Based on the information available indicating that the migration occurred during the snaring process of a coil; it is likely that procedural factors caused the migration. Therefore a probable root cause of operational context was assigned.